Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had sat down and caught the edge of the chair, which scratched the insulin pump's screen. Customer's blood glucose was 20 mg/dl. Customer treated with orange juice. Customer stated that the pump bangs on things and hits the side of the seat belt holder. Customer reported that it made him go low and was almost hospitalized. Customer can see the screen but it gives him issues sometimes. Customer performed a self test and the test was completed. Customer was advised that if it gets worse, he should discontinue use of the pump and revert to a back-up plan as disconnecting from the pump would be the best option.